Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Analyst commented, atrial impedance measured 282 ohms at interrogation with a lifetime min of 218 ohms. Initial atrial impedance was 402 ohms. (B)(4).

Event description:
It was reported that during use right atrial (ra) lead alert triggered for low unipolar impedance. Pocket manipulations led to oversensing. Muscle contraction pectoral while provoking oversensing led to myopotential noise in bipolar sensing likely due to y pectoral induced - with bipolar sensing configuration. The ra lead remains in use, and patient monitored during follow visits. No patient complications have been reported as a result of this event.